Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
This emdr is being submitted for an unknown number of wafers with an unknown lot number. The end user reported that the starter hole of moldable wafers were significantly off-centered. He felt that this made the wafer unusable. It was observed prior to use and the end user did not use the products. Also, the end user mentioned that this issue was firstly noticed approximately five months ago. No photograph was available at this time.